Event description:
It was reported that there was possible intermittent right atrial (ra) lead undersensing observed during the ventricular fibrillation (vf) episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg ICD implanted: 2012-(B)(6). (B)(4).